Event description:
On (B)(6) 2010, pt reported approx a year ago, her neighbor found her unresponsive and emergency technicians were called; was admitted to the hosp. Pt stated while at the hosp, they were unable to get a blood glucose result on their meters; they were just reading "hi". Pt reported they drew blood and the blood glucose reading they obtained was 2100 mg/dl. Pt's normal blood glucose range is 140-200 mg/dl. Treatment received was not provided. Pt stated, the infusion device did not give any alerts or errors. Pt is not currently using the infusion device; has not been using the device for 6 months. Pt declined the offer of a replacement device. Pt reported, her doctor does not want her to be on an insulin infusion device. Requested return of the alleged infusion device for evaluation.